Event description:
It was reported that device is over sensing. Doctor made an adjustment to the device's ventricular sensitivity which cleared up the problem. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.